Manufacturer narrative:
It was reported that c6 monitor charger melted onto the patient's countertop. The c6 monitor was returned however, the c6 monitor charger was not returned. The monitor was inspected for general physical integrity and found in good condition. The charging cords that were returned with the device were not the damaged cords. We did not receive the correct cord back for evaluation. Evidence of the damaged cord is attached to the case. Engineering evaluation could not be completed on the correct cord. Allegation is confirmed through images attached to this case. Evaluation on the monitor shows that the monitor did not overheat when charged. Root cause is determined to be a melted charging cable - monitor - a to c. Philip's am&d is further investigating this reported issue.

Event description:
It was reported that on (B)(6) 2024 the patient reported the when charging the mcot c6 sensor the charger melted their countertop. No injuries were reported. The patient was advised to return the device. Additional information was requested however could not be obtained.